Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Slip off - oral-b [device breakage]. Brush heads no longer stay securely attached to the hand piece...fit so loosely - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached to the oral-b genius x toothbrush hand piece. The fit was so loose that the oral-b toothbrush heads slipped off. No injury was reported. 30-jan-2023 follow up via e-mail: a female spouse reported that "a grownup noticed the defect" while he was brushing his teeth (therefore, the patient was a male). The suspect product was oral-b power rechargeable toothbrush handle 3771 genius x. The suspect product lot was bh14430816. The concomitant product was oral-b power oral care refills sensitive clean eb17s brush set. No injury was reported.

Manufacturer narrative:
10-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Slip off - oral-b [device breakage] brush heads no longer stay securely attached to the hand piece...fit so loosely - oral-b [device connection issue] case narrative: female consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached to the oral-b genius x toothbrush hand piece. The fit was so loose that the oral-b toothbrush heads slipped off. No injury was reported. 30-jan-2023 follow up via e-mail: a female spouse reported that "a grownup noticed the defect" while he was brushing his teeth (therefore, the patient was a male). The suspect product was oral-b power rechargeable toothbrush handle 3771 genius x. The suspect product lot was bh14430816. The concomitant product was oral-b power power oral care refills sensitive clean eb17s brush set. No injury was reported.